Event description:
The pt underwent implantation of a synchromed pump and catheter in 1997 for intrathecal infusion of morphine for non-malignant pain. The hcp stated the pt developed meningitis with meningeal signs and symptoms and the pump and catheter were explanted 4 months later. The pt underwent implantation of another synchromed pump and catheter in 1998.